Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump up and down buttons were sticking. Blood glucose level at the time of the incident was unknown. The customer stated that they were having diminished battery life, and insulin pump was rejecting new batteries. The customer stated that the motor was grinding during rewinding and blousing. The customer stated that the insulin pump was loosing settings every time the battery was changed, and the reservoir would come right out. The insulin pump will not be returned for analysis.